Manufacturer narrative:
An event of stenosis of the valve after twenty years of implant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2000 the patient had a 21 mm aortic hp master's series mechanical valve placed. On (B)(6) 2020 the valve was explanted due to severe aortic stenosis. The valve was replaced with a competitor valve, the inspirus valve (B)(4). No patient consequences reported.